Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) and right ventricular (rv) lead were removed due to infection and impaired healing of the pocket. No further patient complications have been reported as a result of this event.